Manufacturer narrative:
Product ID 3389s-40 lot# va06xmu, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that a patient had their lead removed on (B)(6) 2013 due to infection. It was stated that the patient was scheduled for replacement on (B)(6) 2013. It was stated that there were no device issues. The patient was getting an MRI of the head for pre-planning of lead placement. Additional information received from the health care provider reported that the diagnosis or onset of the infection was about one month post-operation. It was noted that the patient was implanted on (B)(6) 2013 and diagnosed on (B)(6) 2013. The patient did not have meningitis. The signs and symptoms of the infection were drainage, and incisional wound opening. The primary location of the infection was the lead track or "cranial". A culture was obtained from the parietal and frontal scalp, chest, burrhole insert, and intracranial lead. The type of organism cultured was a "rare (B)(6)". It was stated that the infection was from the lead only, the implantable neurostimulator (ins) was left in place. The treatments administered were IV antibiotic, oral antibiotics, and a partial system explant. It was reported that the infection resolved and the system was re-implanted. It was unknown if the patient had any risk factors.